Event description:
It was reported that the monitor had an intermittent video signal during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Technical assistance center (tac) provided remote troubleshooting and provided basic troubleshooting advice for the described situation. Customer will check wireless device connectivity, cabling and potential line of sight issues. Troubleshooting did not resolve the issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.